Event description:
In a phone conversation with on (B)(6) 2011, doctor indicated that a tgs uka pt seen by his partner "over christmas" presented with an infected knee. X-rays showed changes in supporting bone at that time and his partner opened and rinsed the knee, but left the implants in place. On (B)(6) 2011, the partner converted the tgs uka to a total knee because of tibial component loosening. The procedure went uneventfully.

Manufacturer narrative:
Expiration date(s): femoral, exp. Unk. Tibial, catalog#, lot#, exp. Unk. This report is late since we were waiting for more info from the doctor and never received it. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or add'l info received, the investigation may be re-opened.